Event description:
It was reported that the control bar assembly was received with burrs. It was also reported that the parts were received without protective wrapping, causing the burrs. The device was not in pt use and there was no report of pt injury.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.